Event description:
The complaint alleged that during a routine shift check by a clinician, the device displayed "test failed" and "open air discharge" messages. The complaint indicated that there was no pt involvement in the reported malfunction.